Manufacturer narrative:
The report of the system controller alarming "power cable disconnect" was confirmed during analysis. The black power cable was found to have a compromised conductor at the connector end. Movement of the black power cable at the connector end resulted in alarms while tethered to a power module. A review of device history records for this system controller showed no deviations from mfg or qa specs. This situation is being address through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The pt was experiencing frequent "power disconnect" alarms. The system controller was exchanged and the event was resolved.